Event description:
It was reported that it was used in everyday life and then the patient stopped using for one or two months prior to report. It was noted that the pain worsened and when the patient attempted to use it again, they could not feel the stimuli. The remaining battery power was okay. The impedance was more than 4000 ohms and unmeasurable. It was noted they checked if the patient did not feel stimuli at the outpatient clinic. It was noted that there was no problem with the implantable neurostimulator (ins). The impedance was more than 4,000 ohms. It was noted that a surgery was performed in order to check and replace the system. It was noted that the ins was removed and an external neurostimulator (ens) was used to measure the impedance through the implanted lead, extension and pocket adapter. The results were: 0<(>&<)>1-2853, 0<(>&<)>2-4410, 0 <(>&<)>3-5914, 1<(>&<)>2-2853, 1<(>&<)>3-3731, and 2<(>&<)>3-2253. However, there was no feeling of stimulation under every electrode settings. Then, the extension was replaced, external stimulus was applied and measurement was performed through the lead and new single quad. The results were more than 10,000 ohms ¿and more¿ at 0 <(>&<)>1, 0<(>&<)>2, 0<(>&<)>3. There was less than 50 ohms at 1<(>&<)>2, 1<(>&<)>3, 2<(>&<)>3. It was noted that no stimulation was felt. It was noted that they hypothesized the problem was with the lead and so two quad leads were implanted. External stimulus was applied with two single quad adapters and the patient could feel the stimulus in the pain receptors. Based on the above information, they determined that the cause was a problem with the leads. It was noted that the measured impedance results were not quite clear but it seemed to be caused by the malfunction of the leads. However, they could not verify the product because the leads were not removable. It was noted that the leads could not be removed because they were ¿plate-shaped.¿ there were no x-rays conducted.

Manufacturer narrative:
Product ID: 3587a, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).